Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
The reported event, was confirmed. Pictures were provided at intake. It was observed the housing has a weld fracture, broken hinges, and the door has been broken off. It was also observed there is a piece of housing broken off near where the door would be.

Manufacturer narrative:
Product not available.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.